Manufacturer narrative:
Block e1 (initial reporter facility name and address): (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed and a visual evaluation noted that the handle assembly was returned and the ligator head was not. It was noted that the trip wire was secured, and the slack was correctly taken up. The suture thread was intact and was attached to the distal wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. Since the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint it was concluded that the investigation conclusion code of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2021. During the procedure, the device could not deploy the bands normally. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2021. During the procedure, the device could not deploy the bands normally. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.